Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the remaining battery longevity was not as expected. Data analysis indicated that the device exhibited high atrial rate sensing, and that there was a slight power consumption increase after the signal artifact monitor (sam) was installed; however, the device was depleting as expected. Technical services (ts) recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.